Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: on investigation, the black box data confirmed loss of prime alarms recorded on (B)(6)2017. On investigation, loss of prime warning was forced. The pump appropriately alarmed with audible notification and visual message on the display screen. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that there were no sounds. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.